Manufacturer narrative:
Additional information was received that everything was working well.

Event description:
A report was received that programming could not be done to the patient after a permanent implant procedure. A database analysis was performed. The patient underwent an ipg replacement due to malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg couldn't be programmed and error code 0x0d00000125 was displayed whenever the 'mapping and programs' menu was clicked. The fault log was extracted and and it showed hex fault code 225. The fault was associated with an application specific integrated circuit (asic) update failure. The firmware will attempt to write data to the asic three times, if for some reason it couldn't process the bus transaction properly, the firmware forces a reset to retry asic communication. The fault resulted in the inability to program the ipg. The root cause of the asic anomaly was unknown.

Event description:
A report was received that programming could not be done to the patient after a permanent implant procedure. A database analysis was performed. The patient underwent an ipg replacement due to malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that programming could not be done to the patient after a permanent implant procedure. A database analysis was performed. The patient underwent an ipg replacement due to malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that programming could not be done to the patient after a permanent implant procedure. A database analysis was performed. The patient underwent an ipg replacement due to malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the database analysis result revealed the error log had multiple entries that lead the bsn representative to believe the ipg maybe faulty. There was insufficient information available to perform a full database analysis due to being newly implanted.